Manufacturer narrative:
In order to repair the device the dealer opted to purchase an avea upgraded kit which includes a gas delivery engine, user interface module and power supply. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty components for evaluation. As of april 03, 2015 the alleged faulty components have not been received. Should the alleged faulty components be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
Our dealer in (B)(6) reported that the user interface module on this device will not power up. No patient involved.